Event description:
A doctor reported an anterior capsular tear. The doctor stated that the patient is doing fine and there was no additional surgical intervention required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.